Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was visually and microscopically analyzed for any damage. The devices shaft showed a fracture located 40.5cm from the hub. The device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. This device met the manufacturing specification.

Event description:
Reportable based on device analysis completed on 13dec2022. It was reported that the device was kinked. The target lesion was located in the mildly tortuous vessel. A direxion catheter infusion was selected for use. During the procedure, when introducing the direxion through 5f catheter, it was difficult to be pushed forward. Consequently, the device was removed and found it was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the shaft was fractured approx. 40.5cm from the hub.